Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that while in the or, the cardiac surgeon inserted the sheath via the femoral artery. The iab was inserted and the md began to prime the aortic extension line. While doing so, a leak was found at the stopcock where the 6 inch extension tubing is attached. The defective piece was exchanged and there were no further problems.